Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer reported that drive support cap may have popped out, but did not have insulin pump at the moment to confirm. Customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump had cracked case at display window corner, belt clip slot and minor scratched display window. The drive support disk was inspected and no anomaly was noted.